Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility performs service of the compressor by themselves and did not request any service. It has been communicated that the motor and fuses were replaced. No parts were returned for investigation. Since no parts were returned for investigation, the root cause has not been determined. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).